Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to flattened esc, act and down button dome switch. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump were hard to press. Customer also mentioned that the sensor keeps telling her she is low when her blood glucose readings are normal. Customer's blood glucose reading at the time of the call was 78 mg/dl. No further information reported.